Event description:
During an in clinic follow up, oversensing was observed on the device. Technical support was contacted and suspected the oversensing was due to myopotentials. Technical support recommended reprogramming, the device was reprogrammed to resolve the event. The patient was stable.